Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon had been complaining of low energy effect on tissue when using bipolar energy. The surgeon had the preset to 3, but generally the customer often needed to turn it up to 4 or 5 to get the desired effect. The issue had been ongoing and multiple surgeons had complained of the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the existing erbe integrated electrosurgical unit (iesu) and was not able to find any power issues after testing. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the iesu is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The erbe was returned for failure analysis, but the reported failure (erbe low power energy output) could not be reproduced. The unit energized a cauterized and all ports recognized instruments. The complaint was not confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.